Event description:
It was reported that the pacemaker exhibited a diagnostic anomaly in which the exceeded atrial tachycardia/fibrillation (at/af) alert did not trigger during an extended at/af episode. No changes or interventions were performed; the pacemaker will be monitored. The patient's status was unknown.

Event description:
The pacemaker exhibited a diagnostic anomaly in which the exceeded atrial tachycardia/fibrillation (at/af) alert did not trigger during an extended at/af episode was reported on (B)(6) 2024. The event had reoccurred and reported on (B)(6) 2025. The pacemaker will continue to be monitored. No latest intervention and patient condition were reported.

Manufacturer narrative:
The reported event of at/af burden alert not triggering was confirmed. Final analysis found the root cause was unable to be determined without the device image.

Manufacturer narrative:
The reported complaint of not generating an at/af correctly was confirmed. Final analysis determined that the at/af burden timer was stuck after the atrial sensing was programmed off then back on. It is suggested to follow the work around procedure which is to program the at/af burden alert mode and at/af v rate mode to disable then program both parameters back on.

Event description:
The pacemaker exhibited a diagnostic anomaly in which the exceeded atrial tachycardia/fibrillation (at/af) alert did not trigger during an extended at/af episode was reported on (B)(6) 2024. The event had reoccurred and reported on 02 april 2025. The pacemaker will continue to be monitored. No latest intervention and patient condition were reported.